Manufacturer narrative:
Email address for contact office is (B)(4). The investigation has determined that two separate non-reproducible, higher than expected sodium results were obtained from a vitros performance verifier (pv) using vitros chemistry products na+ slides lot 4230-1034-0030 on a vitros 350 chemistry system. A conclusive assignable cause of the event could not be determined. Based on historical quality control results, a vitros na+ lot 4230-1034-0030 performance issue could not be ruled out as a contributing factor of the event. An instrument issue related to the performance of the vitros 350 chemistry system could not be confirmed nor entirely ruled out as a contributor of the event. Precision testing around the time of the event was within acceptable guidelines. However, since the evaporation caps were replaced on the vitros 350 system, no further non-reproducible, higher than expected results have been reported by the customer. An issue related to the vitros performance verifier is not a likely contributor of the event. Following the attainment of the higher than expected results, the samples were re-processed, and the results were within expectations. Continual tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros na+ reagent lot 4230-1034-0030.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solutions center (tsc) to report non-reproducible, higher than expected sodium results obtained from a vitros performance verifier (pv) processed using vitros chemistry products na+ slides on a vitros 350 chemistry system.. Vitros pv I lot r7909 results of 149.8 and 150.0 mmol/l vs the expected result of 117.1 mmol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected vitros na+ results were obtained from a quality control fluid and were not reported from the laboratory. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report is number 2 of 2 MDR¿s for this event. Two (2) 3500a forms are being submitted for this event as 2 devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).